Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing multiple high blood glucose during the last couple of weeks. The customer had already checked the insulin. There were no kinks in tubing and no bent cannulas. The customer had experienced a high blood glucose level of 300 mg/dl and 400 mg/dl. The customer's current blood glucose level was 151 mg/dl. The customer would treat their high blood glucose with the insulin pump and syringe of insulin. The customer did not receive any alarms since their high blood glucose began. The customer declined to review the basal wizard and basal rate settings. The customer declined to review the bolus history. The insulin pump passed the no delivery alarm test. The device will not return for analysis.